Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that, the IV tubing leaked along the tubing.

Manufacturer narrative:
It was reported that, the IV tubing leaked along the tubing. Received from the customer is one used primary set model 2420-0007 lot unknown. Attached to the set is a bd threaded lock cannula lot 4308782 exp 2019-11 ref (B)(4). The set was received with surgical tape on the tubing below the roller clamp. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a small cut in the tubing (p/n 660132) approximately 20 inches below the lower fitment. No other anomalies were observed throughout the set. Functional testing was performed by filling a lab syringe with blue dye water and attaching it to the set allowing fluid to flow through the whole set via flush. The set leaked from previously observed cut in the tubing. No other leaks were observed throughout the set. No further functional testing could be performed due to the leak from the tubing. Device history record for model 2420-0007 could not be performed due to no lot number being provided by customer. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that, the IV tubing leaked along the tubing.